Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. There was no reported adverse effect to the customer's blood glucose level. Technical support instructed the caller to clean the speaker holes and reconnect the cartridge, which successfully resolved the issue as insulin delivery was resumed.